Event description:
It was reported that a novum iq syringe pump had an error code 20002 (unknown error) for "gasket problems". This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 (update codes), h7, h9, h11. Correction: b5, f10/h6: medical device problem codes (replace code). B5: the device did not alarm error code 20002. The reported problem is "gasket problems" only. H11: the device was received for evaluation. A review of the service history identified the gasket was already inspected and corrected per the field action for gasket issue. Additionally, the front panel gasket was inspected with no issues; there was no damage or misalignment. The reported condition was not verified for this report. No further correction was needed due to gasket meeting the installation criteria. Should additional relevant information become available, a supplemental report will be submitted.